Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/18/2012. Evaluation of the device observed that the locking mechanism did not function when a reciprocating blade was installed. When rotated, the locking blade did not return to the original initial position. Functional tests were performed by both the complaint investigator and repair technician. It was confirmed that the blade locking mechanism was not working properly, likely the cause of a locking spring not functioning properly. The repair technician replaced the support blade, spring, and locking blade and lubricated the assembly. The cause of the reported issue is most likely the locking spring not functioning properly. The device was serviced and returned to the customer.

Event description:
It was reported that the universal reciprocating saw attachment head would not lock on blade. The spring mechanism seems broken. There was no harm or delay reported. Any other alternate reciprocating saw instrument would be capable of completing any pending procedure if necessary.